Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the customer received a malfunction alarm during a bolus. Customer¿s blood glucose levels were not impacted. A replacement pump was shipped. Customer will use manual injections to ensure that insulin delivery is not interrupted.

Manufacturer narrative:
D1. D2b.